Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no previous service. Visual inspection was performed, and the reported issue of battery compartment door crack was confirmed. Upon further investigation, a buckling upstream occlusion seal was buckled. The seal was replaced. A uso/dso sensor calibration was performed. The device then passed all tests after the repair.

Event description:
The customer returned the product for the battery lock door was broken, during device analysis, a buckled upstream occlusion was identified. There was no patient involvement.